Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing that resulted in 4.5 seconds of pacing inhibition. Additionally, fluctuating pacing impedance measurements were noted, however, no out of range measurements were noted. The patient was noted to be asymptomatic. Boston scientific technical services (ts) discussed troubleshooting options. The device was programmed aai and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The device and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.